Event description:
It was reported that the patient went into cardiac arrest while on the ventilator. The patient is now brain dead. The nurse states she left room for 20 minutes and when she returned, the patient had arrested. No alarms sounding on ventilator.